Event description:
A report was received that the patient underwent an exploratory surgery and a possible explant procedure due to an infection. The patient noticed something down her back and the wound in her neck was seeping. The patient was placed on a 10 day course anti-biotics for now. Additional information was received that during the exploratory surgery the wound was swabbed for culture & susceptibility (c&s), wound was irrigated, and anterior wound cleaned. The spinal cord stimulation leads were also explanted due to the infection. The leads were disposed of by the facility.

Event description:
A report was received that the patient underwent an exploratory surgery and a possible explant procedure due to an infection. The patient noticed something down her back and the wound in her neck was seeping. The patient was placed on a 10 day course anti-biotics for now.

Manufacturer narrative:
It is currently not known if the patient underwent the revision. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision. Additional suspect medical device components involved: reference number: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 5030386. Reference number: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 2000023284. Reference number: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 5023107.

Event description:
A report was received that the patient underwent an exploratory surgery and a possible explant procedure due to an infection. The patient noticed something down her back and the wound in her neck was seeping. The patient was placed on a 10 day course anti-biotics for now.

Event description:
A report was received that the patient underwent an exploratory surgery and a possible explant procedure due to an infection. The patient noticed something down her back and the wound in her neck was seeping. The patient was placed on a 10 day course anti-biotics for now.